Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, minor scratches on lcd window, stained end cap sticker and received with loose / flush drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced moisture under the display screen of his insulin pump. The customer stated that it was very hard for him to see anything. The customer stated that this issue had happened before. The customer's blood glucose was 270 mg/dl. The customer stated that the insulin pump was working fine but, after the moisture in the display screen, the buttons became unresponsive. Advised that the insulin pump would be replaced. The customer stated there were no cracks on the insulin pump. Nothing further reported.